Manufacturer narrative:
On july 6, 2022, mentor became aware that the patient's capsular contractures are characterized with breasts that are high up and painful. Mentor also became aware that the capsular contractures are now both baker grade IV and that the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On (B)(6), 2022, mentor received additional information indicating that the suspect medical devices have been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
On september 30, 2022, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 215cc mentor memorygel breast implant catalog: 3507215mc lot: 9666447 sn: (B)(6) and (right) 190cc mentor memorygel breast implant catalog: 3507190mc lot: 9779634 sn: (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old asian female patient, who's undergone primary breast augmentation with a (left) 300cc mentor memorygel breast implant and a (right) 275cc mentor memorygel breast implant, suffered bilateral breast capsular contractures (baker grade 3 on the left and baker grade 4 on the right), post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.